Manufacturer narrative:
Additional information: stent placement was not adjusted after the stent first bloomed/released (no adjustment of bracket position). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst loosened and a guidewire in the device the stent confirmed as 40mm an attempt was made to remove the guidewire, but it would not come out of the device. The guidewire was measured and confirmed as 0.014¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the deployment of a protege rx stent, stent deformation occurred in vivo during positioning and deployment within the mid-section of the common carotid artery. The target lesion was described as calcified with moderate tortuosity and 60% stenosis. Resistance was encountered when advancing the device. Embolic protection was utilized during the procedure. The stent was replaced with another of the same model, and the procedure was successfully completed. No patient injury reported.